Manufacturer narrative:
The received x-ray was reviewed and it was detected that one of the proximal locking screws is dislocated, the head of the screw protrudes from the plate and is not locked as required. In retrospective it cannot be defined if the screw was initially not correctly placed or did back out post-operative as there was no allegation against this screw from the reporter. A device inspection was not possible since the affected device was not returned, therefore no further evaluation was possible. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated.

Event description:
Revision of implant - due to stem positioning post peri prosthetic fracture - previous plate was removed and the stem was removed and replaced with a longer one.

Event description:
Revision of implant - due to stem positioning post peri prosthetic fracture - previous plate was removed and the stem was removed and replaced with a longer one.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.